Event description:
It was reported that a hardened white substance was found on the side of the bd¿ blunt fill needle before use. The following information was provided by the initial reporter: "one of our wards opened a blunt drawing up needle and found a white substance on the side of the needle, on closer inspection the white substance was hardened staff nurse attempted to scratch and it peeled off a little."

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with photos for catalog: 303129, lot: 190608 to investigate for this record. Visual examination of the photos shows the foreign matter that was identified as epoxy that dropped on the cannula surface of the needle. As a result, bd was able to verify the reported issue. Based on bd¿s experience, this issue occurred in the assembly process in which the adhesive is added to the hub possibly because of some temporary stoppage in the process or any readjustment of the epoxy dosage station. Consequently, higher quantity of epoxy was added, and it fell to the next cannula (the reported one) resulting in the observed issue during the curing process. No corrective actions are required at this time. Conclusion: epoxy adhesive from one needle touching the affected needle before curing process. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hardened white substance was found on the side of the bd¿ blunt fill needle before use. The following information was provided by the initial reporter: "one of our wards opened a blunt drawing up needle and found a white substance on the side of the needle, on closer inspection the white substance was hardened staff nurse attempted to scratch and it peeled off a little."